Event description:
The customer reported that the ventilator shows running on internal battery when connected to alternating current (ac). The ventilator was not in use on a patient at the time of the event occurred.